Manufacturer narrative:
(B)(4). No conclusion code available. The steroid plug was noted to be shifted out of position.

Event description:
It was reported that a patient presented post implant. No pacing or sensing was observed. The lead was explanted and replaced. The patient is stable post-procedure.